Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal missing and a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the 'pump does not recognize inserted cassette'. There was no patient involvement.